Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: a complaint of the silicone segment ballooning was received from the customer. One sample returned for investigation. Through visual inspection the customer complaint was confirmed. Pumping segment had ballooned at the top. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause for the pumping segment ballooning is excess pressure being applied to the segment when the tubing is not clamped. Improper flushing of set prior to use is another cause for this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had defective tubing. The following information was provided by the initial reporter: "ballooning of pump segment. No patient harm reported; was infusing tpn; set was saved."